Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/74 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a single-centre prospective evaluation of left bundle branch area pacemaker implantation characteristics. Netherlands heart journal. 2022. 30:249¿257. Doi:10.1007/s12471-022-01679-7. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reports a patient who had preexisting serious coronary artery disease (three-vessel disease) and experienced an acute coronary syndrome and cardiac arrest during lead implantation. An urgent percutaneous coronary intervention (pci) was performed. The patient complaint of chest pain accompanied by minor electrocardiogram (ECG) changes prior to septal penetration and no contrast agent was used. Sublingual administration of nitroglycerin initially relieved complaints, but during lead placement the patient went into cardiogenic shock. Urgent pci was performed, and the patient went to cardiac rehabilitation. There was one patient who experienced a perforation of the left ventricular (lv) septum. The lead was withdrawn and repositioned with no other complications. During follow up, one patient's lead had dislodged, and it was repositioned. Further follow up did not yet yield any additional information.